Manufacturer narrative:
Journal article: randomized all-comers evaluation of a permanent polymer zotarolimus-eluting stent versus a polymer-free amphilimus-eluting stent. Title: journal: american heart association, inc year: 2019 ref: doi: 10.1161/circulationaha.118.037707. Average age, majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This study investigates the clinical safety and efficacy of polymer-free amphilimus-eluting stents( pf-aes) as compared with latest generation permanent-polymer zotarolimus-eluting stents (pp-zes). Between nov 3, 2014 and july 10, 2017, 1502 eligible all-comers patients with 2133 lesions, aged 29 to 93 years, consented to study enrollment. Pp-zes used were resolute integrity drug eluting stents. Pf-aes used were non medtronic stents. Lesions treated with resolute integrity included left main, left anterior descending artery, left circumflex artery, right coronary artery, arterial bypass graft, venous bypass graft. Clinical outcomes reported included death , cardiac death, myocardial infarction, stent thrombosis, revascularization, stroke and major bleeding.